Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV", "small amount of fluid around the right breast implant", "deformity" and "pain on palpation".

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV", "small amount of fluid around the right breast implant", "deformity" and "pain on palpation". The device remains implanted.